Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy fluid and vomiting coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the event. Treatment for the event was not reported. The cause of the peritonitis was not reported and the patient¿s outcome was unknown. No additional information is available.